Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse connected the secondary line below the pump to the primary set that caused unspecified flow issues. It was later determine that there was no device or tubing malfunction however determine the event as a user error.